Event description:
According to the doctor, the change of pressure from 110 to 70mmh2o was not possible. Then, he suspected the valve to the obstructed. After removing the valve, the setting was 70mmh2o.

Manufacturer narrative:
Results of analysis will be developed in a f/u report.